Manufacturer narrative:
B5: additional details added h6: impact code added.

Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed in conjunction with radiofrequency ablation. The ablation was successfully performed. Angiography indicated that the patient's laa was large with an ostium diameter of 27mm. A 33mm watchman closure device and delivery system (wds) was selected for use. Ultrasound examination after deployment of the 33mm wds, indicated that the shoulder was large and tugging after re-deployment, post-withdrawal indicated fixed cross. After attempting to re-deploy, the patient's blood pressure dropped, and cardiac color ultrasound examination indicated a pe. A pericardiocentesis was performed and 200ml of non-coagulable fluid was removed. The patient's condition continued to worsen, and the patient was transferred to the operating room for emergency thoracotomy which revealed the origin of the bleeding to be from the laa. The laa was ligated. The physicians believe the perforation was caused by a barb of the closure device. The patient gradually recovered. It was further reported that the wds had been released and the closure device was removed during surgical intervention. The patient has been discharged.

Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed in conjunction with radiofrequency ablation. The ablation was successfully performed. Angiography indicated that the patient's laa was large with an ostium diameter of 27mm. A 33mm watchman closure device and delivery system (wds) was selected for use. Ultrasound examination after deployment of the 33mm wds, indicated that the shoulder was large and tugging after re-deployment, post-withdrawal indicated fixed cross. After attempting to re-deploy, the patient's blood pressure dropped, and cardiac color ultrasound examination indicated a pe. A pericardiocentesis was performed and 200ml of non-coagulable fluid was removed. The patient's condition continued to worsen, and the patient was transferred to the operating room for emergency thoracotomy which revealed the origin of the bleeding to be from the laa. The laa was ligated. The physicians believe the perforation was caused by a barb of the closure device. The patient gradually recovered.